Event description:
Plasmakinetic superpulse system initially cut and coagulated the prostate tissue, but stopped early in procedure. Gyrus system read "current error". The superpulse system was placed into another gyrus system (borrowed from acmi). Patient's left leg twitched upon firing, but system still read "current error". New plasmakinetic superpulse system was obtained and attached to second gyrus system. Cut and coagulation of tissue returned. The malfunctioning system was removed from field. No harm to the patient.